Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump has been alarming no delivery. The patient's blood glucose was 512 mg/dl, which she treated via manual insulin injection. The customer stated that she has tried all remedies to the no delivery issue. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. The insulin pump had cracked case at display window corners, battery tube threads, belt clip slot, minor scratched and cracked display window.